Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 500 mg/dl and nausea. The caller stated that someone has already checked the insulin pump, and it appears to be working fine. The caller declined any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.